Manufacturer narrative:
The system was evaluated by spacelabs' field service engineer (fse) in the hospital. The fse was not able to duplicate the reported symptoms. The system was tested and confirmed to perform to specification. Following standard procedure, the fse updated software in the system. There have been no further reports of problems with this system. No one has been injured as a result of this alleged malfunction. We have concluded that no further action is required at this time and consider this issue closed.

Event description:
A hospital reported that a parameter input module (model 91496) installed in a bedside monitor resets on an irregular basis. The hospital biomed stated that the system power must be turned off and on to restore normal operation.